Manufacturer narrative:
(B)(4).

Event description:
Anchor broke during implantation. Additional information confirmed that all pieces of the broken anchor were removed from the patient. It was hard bone and when surgeon was tapping the anchor in and was 3/4 of the way in it broke. The rim of the acetabulum also fractured as well.